Event description:
The catheter was inserted into the left forearm on (B)(6) 2009. During the dressing change on (B)(6) 2011, it was observed that the catheter had broken away from the plastic adapter and the catheter tubing remained in the pt's vein. The dr was notified and an x-ray was performed.

Manufacturer narrative:
Two year retrospective review of similar products sold into the us that are mfg and sold by bd outside of the us. (B)(4). Results: one used unit was received for eval. Our quality engineer microscopically inspected the returned unit and confirmed that a small portion of catheter tubing remained attached to the plastic adapter and also observed that the end of the catheter displayed crushed edges, indicators of a cut catheter. Conclusions: the engineer concludes that the damage is most likely occurred as the result of the catheter tubing coming into contact with a sharp object or instrument. The user is advised to never use scissors at or near the insertion site. (B)(4).